Event description:
It was reported that this pacemaker had its expected battery longevity decrease form 1.5 years to less than 3 months remaining in the span of 3 days. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Technical services (ts) discussed that the changes in remaining in battery longevity were due to oversensing of noisy signals on its non boston scientific right atrial (ra) lead. Ts discussed how the increase in power consumption due high-rate atrial sensing, as well as the device using a voltage only algorithm to calculate remaining battery longevity instead of a blended voltage algorithm, resulted in the changes in expected battery longevity calculation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "no problem detected". A good faith effort was performed to obtain additional information.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had its expected battery longevity decrease form 1.5 years to less than 3 months remaining in the span of 3 days. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Technical services (ts) discussed that the changes in remaining in battery longevity were due to oversensing of noisy signals on its non boston scientific right atrial (ra) lead. Ts discussed how the increase in power consumption due high-rate atrial sensing, as well as the device using a voltage only algorithm to calculate remaining battery longevity instead of a blended voltage algorithm, resulted in the changes in expected battery longevity calculation. This device remains in service. No adverse patient effects were reported.